Event description:
It was reported that a red alert was triggered due to high out of range shock impedance measurements exhibited with this right ventricular (rv) lead. The patient will continue to be monitored with no changes made. Additional information noted that another remote monitoring transmission was reviewed and the shock impedance measurements had decreased to normal values. It was confirmed that the values had been gradually increasing thus the patient will continue to be monitored. The lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a red alert was triggered due to high out of range shock impedance measurements exhibited with this right ventricular (rv) lead. The patient will continue to be monitored with no changes made. Additional information noted that another remote monitoring transmission was sent due to an alert for high out of range shock impedance measurements. The shock lead impedance trend showed frequent spikes in measurements as seen on previously remote monitoring reports. All other lead measurements were normal. An in clinic follow up was discussed to reset the alert criteria and stop the beeping tones emitted from the device. In addition, the in clinical follow up will allow the clinician to program the beeping tones off and adjust the out-of-range limit from similar to a higher number if desire. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.